Event description:
Related manufacturer reference number: 2017865-2023-36240. It was reported that the patient presented to the emergency department with weakness and bradycardia. Upon review, the atrial and right ventricular lead exhibited loss of capture. Chest x-ray imaging showed that both leads were pulled tight, and dislodgement was suspected. The leads were capped and replaced on (B)(6) 2023. The patient condition was stable.